Event description:
A customer contacted beckman coulter (bec) to report a 1 ml blood leak from a coulter lh 500 hematology analyzer and onto the counter, while samples were being run. No erroneous results were generated. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves and goggles at the time of the event. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and observed that bellows was not draining. Fse replaced a malfunctioning pinch valve (pv21) and actuator which resolved the issue. The cause of the leak is attributed to pinch valve pv21. (B)(4).